Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 1200 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to high blood glucose that was the customer had heart attack, vomiting and was not feeling well. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer tested positive for ketones. Customer alleged that the insulin pump was under delivering the insulin. Customer stated that the insulin pump was failed and had retainer ring issue. The reservoir was able to lock in place. Customer stated that the insulin pump had low battery alert and had blank display no further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.